Event description:
Healthcare professional reported the day after injection with juvederm ultra and juvederm ultra plus in the nasolabial folds and upper lips, pt noted their upper lips was numb and their face was swollen. The healthcare professional assessed the pt 4 days later, and noted the pt "looked normal and fabulous". During this assessment the pt stated that they were "nervous" about their appearance and kept making reference to their wrinkles; the injector noted the pt was "fine". Approx a month after, the pt was again assessed by the injecting healthcare professional because the pt had expressed concern about their face being swollen and red. At the time of assessment, the healthcare professional noted the pt was touching their face frequently. The healthcare professional was not certain the swelling was device related and attributed the redness, noted as a "1 cm round mark... In the upper right cheek" due to the pt's constant of their face. No treatment was provided and the pt was informed that symptoms should resolve but to notify the office if any changes in status occurred. Fifteen days later, the pt called the office complaining of lumps and bumps; as the injecting healthcare professional was unavailable, the pt went to another physician. This second physician stated that the "lumps and bumps" were "granulomas". Pt informed the injecting healthcare professional that the second physician indicated they had a massive infection or perhaps an allergic reaction; cipro was prescribed as well as vitrase. And the pt completed the antibiotic regimen. Upon last examination, it was noted that the pt still had two small nodules in the nasal labial folds, however, they were much smaller than when the pt was initially seen by the injection office. The injecting physician indicated that the pt "visits a nursing care facility and that the infection may be due to the conditions at the nursing home"; "some type of cross contamination". This is the same event and the same pt reported under MDR ID # 3005113652-2013-00141 ((B)(4)). This is the second MDR being submitted for the second suspect product, juvederm ultra plus, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device labeling: precautions: as with all transcutaneous procedures, juvederm ultra plus injectable gel implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: clinical eval of juvederm ultra plus injectable gel noted common treatment response were redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration.